Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: (1) manufacture report number # (B)(4) for product code (B)(4) (thermocool® smart touch® sf uni-directional navigation catheter) (2) importer report number # (B)(4) product code (B)(4) (smartablate¿ system rf generator (us))

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a smartablate¿ system rf generator (us) and suffered esophageal fistula requiring surgical intervention. The ablation was successfully completed. No device deficiencies nor patient consequences occurred. Post-procedure, the patient presented to the hospital emergency room with fever and nausea after having a pvi procedure done last month. Patient was admitted and esophageal fistula was confirmed. Surgical repair was required. Patient was reported in stable condition after surgery and his health condition improved. Physician¿s opinion regarding the cause of the adverse event is that t was procedure related. There¿s no indication that extended hospitalization was required.